Event description:
During a routine follow-up call by a baxter respiratory clinician with the patient, the patient reported experiencing shortness of breath three days following initiation of use of the vest device. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
During a routine follow-up call by a baxter respiratory clinician with the patient, the patient reported experiencing shortness of breath three days following initiation of use of the vest device. There was no report of a device malfunction. The patient was transported to the emergency room and reported that he 'suffered a cardiac arrest.' The patient reported he was hospitalized for 25 days. The patient reports 'having procedures 'to check his veins/arteries as well as a scope of his lungs, and CT scans and x-ray. All results 'were clear with no blockages noted.' It is noted that the patient was discharged home and then re-admitted five days later for six days due to pneumonia. This patient is a 68-year-old male with a medical history of chronic obstructive pulmonary disease, broncho-mediastinal fistula, and non-small cell carcinoma s/p partial right lung resection. The vest airway clearance system was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high-frequency chest wall oscillation (hfcwo). The device instructions for use states 'if conditions exist that prohibit using the vest airway clearance system, do not use the unit. Death or serious injury could occur.' The device IFU list the existence of a bronchopleural fistula as a contraindication for device use. Shortness of breath is a symptom of many underlying conditions that may or may not include injury. It is noted that this patient has a relevant medical history of copd, and a bronco mediastinal fistula (possibly related to lung resection). In this event, the patient initially experienced shortness of breath, and allegedly cardiac arrest (at a later time the same day) in which all diagnostic testing was noted to be 'clear and no blockages were noted.' The report of cardiac arrest is considered life-threatening and would require medical intervention to preclude permanent impairment of a body function or damage to a body structure, thus, a serious injury occurred. The exact cause of the reported shortness of breath and cardiac arrest is unknown, although likely related to the patient¿s underlying medical condition. The device IFU outlines contraindications of use including pleural fistula of which the patient has a known history. However, it cannot be excluded if the use of the device caused or contributed to the reported shortness of breath and subsequent alleged cardiac arrest. Of note, there was no allegation of a device malfunction, the patient has decided to discontinue use of the device.